Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/ av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Bleeding is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events related to bleeding are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. Specific causes noted by the treatment team of: acute anemia aside from iron deficiency, slow gi blood loss, iron deficiency, chronic disease or a combination of these, could also be the cause. With review of the available clinical data, there is no indication of any device manufacturing or performance issues related to the reported event. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the us that the patient was admitted to the hospital on (B)(6) 2016 for a gi bleed event. The patient received an egd test to evaluate the bleeding. The patient received one unit of blood and has since resolved and discharged on (B)(6) 2016.